Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change, the right ventricular (rv) lead was observed to have insulation damage on the pace/sense portion of the lead above the trifurcation. The lead was capped and replaced. No patient complications have been reported as a result of this event.